Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during percutaneous endoscopic gastrostomy. Procedure date is unknown. According to the complainant, the patient was hospitalized because the peg tube was clogged and it was difficult to rinse. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014: the peg tube was replaced on (B)(6) 2014. Correction: the peg tube was not replaced on (B)(6) 2014. The procedure date is (B)(6) 2013.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during percutaneous endoscopic gastrostomy. Procedure date is unknown. According to the complainant, the patient was hospitalized because the peg tube was clogged and it was difficult to rinse. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during percutaneous endoscopic gastrostomy. Procedure date is unknown. According to the complainant, the patient was hospitalized because the peg tube was clogged and it was difficult to rinse. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2014: the peg tube was replaced on (B)(6) 2014.